Manufacturer narrative:
Date of eventl please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Maarouf, m., neudorfer, c., el majdoub, f., lenartz, d., kuhn, j., sturm, v. Deep brain stimulation of medial dorsal and ventral anterior nucleus of the thalamus in ocd: a retrospective case series. Plos one. 2016. 11(8). Doi:10.1371/journal.pone.0160750. Summary: in this retrospective trial, four patients (three female, one male) aged 31¿48 years, suffering from therapy-refractory obsessive-compulsive disorder (ocd) underwent high-frequency deep brain stimulation (dbs) of the medial dorsal (md) and ventral anterior (va). In two patients (de novo group) the thalamus was chosen as a primary target for dbs, whereas in two patients (rescue dbs group) lead implantation was performed in a rescue dbs attempt following unsuccessful primary stimulation. Reported events: case 3: a (B)(6) female patient with deep brain stimulation (dbs) of the medial dorsal/ventral anterior thalamus for obsessive compulsive disorder (ocd) experienced nausea and vertigo as a result of high stimulation parameters. The authors also noted that in the days following implant the patient reported being ¿more outward oriented¿¿ but that her ocd symptoms did not improve. 7 months post-implant the patient still experienced no improvement in her fear of contamination and had experienced worsening of her ritualistic washing behaviors. In addition, she developed new symptoms, such as compulsive gambling, compulsive buying, tiredness, and impaired speech. It was added that the patient reported a 19% worsening of their quality of life score and a drop in their executive functioning based on the tower of london test during md stimulation. As a result the leads were explanted, and ¿in accordance with the patient¿s wish¿ replaced with bilateral leads targeting the nucleus accumbens, which resolved the compulsive gambling and buying. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.